Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was going to be implanted with an impella cp device for mechanical circulatory support. Prior to implantation and during device preparation, it was discovered that the purge would not flow. The device was replaced with another impella cp. No additional information is available.

Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the hemolysis and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.